Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred with a prismaflex m150 set due to a crack on the pbp line. This occurred during the second day of treatment with the set in the intensive care unit (ICU). Treatment was continued after replacing the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot. The actual sample was not available for investigation. However, pictures of the impacted prismaflex m150 set ckt from lot 17i2602 were provided. Based on the provided pictures, no defect was identified on the impacted prismaflex m150 set ckt. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.